Manufacturer narrative:
This complaint is submitted late as the customer reported the incident in (B)(6) 2020 to a vyaire employee but was not forwarded to the required department until (B)(6) 2025. The filter was not returned for an investigation. A picture of the affected filter confirmed that the fleece is completely missing from the housing. As this kind of issue was already reported in the past the supplier implemented the following improvements to reduce the probability of occurrence of misplaced filter linings: -the manufacturer of the filter carried out a machine retrofit in the period (B)(6) 2022. This measure resulted in an improved quality of the raw nonwoven, which significantly reduces the detachment / slipping of the cover nonwoven. - the supplier checked, changed and adjusted the settings on their internal machines, especially the monitoring system, in order to improve the ejection of faulty parts. - as the error of a slipping filter cannot be completely ruled out after the above measures, the supplier is currently working on an improved camera system. Since the issue occurred in (B)(6) 2020 it can be expected that the product defect occurred before the implemented measures and that no new measures are necessary to further reduce the risk. As a resolution the customer discarded the defective filter and used different ones from the stock. The risk evaluation results in a risk acceptance level of a medium acceptable health risk.

Event description:
The customer complained that the filter fleece of the microgard filter is completely missing. This was noticed during an incoming inspection. There was no indication that defective filters were used for patient measurements.